Manufacturer narrative:
(B)(4). Batch number: p58c78. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60d cartridge loaded on the device. The cartridge was received partially fired 1/16, with the pan partially dislodged from proximal left end. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is also possible that handling by the customer could dislodge the pan. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the knife did not go forward although a surgeon pulled a trigger.